Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed the wireless footswitch was defective. Fse confirmed that the problem with the wireless connection. To resolve the issue, fse replaced the wireless footswitch, base station and pictogram sheet footswitch. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023). The defective part was returned for analysis and the failure was not confirmed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was defective. No harm was reported to philips. Philips has started an investigation of this complaint.